Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has a high blood glucose level (over 600 mg/dl) and a high ketone level. A correction boluses or insulin injections were used in an attempt to lower the bg level. The customer was admitted to the hospital and was treated with an intravenous insulin drip and then insulin pens. The customer was discharged on (B)(6) 2017. The customer stated that she was forgetting to test the bg level. The customer had the basal running via the pump and had not delivered a bolus for 2 days.